Manufacturer narrative:
The data logs were reviewed; from mid-may to current nothing unusual was noted. All errors issued by the system were common replaceable treatment cartridge (rtc) errors or decoupling events, which may occur due to a lack of coupling fluid between the treatment head and the body. When the system decouples a message is posted on the screen and then treatment continues. The device history record was reviewed and nothing significant was noted. Additionally, the service codes were reviewed and no cases were recorded against the system. In the medical reviewer's opinion this should be a self-limited process regarding the diminution (reduction) of hyperesthesia (abnormal acuteness to sensory stimuli) over time.

Event description:
It was reported that post high intensity focused ultrasound (hifu) treatment on the stomach, legs and hips the pt reports experiencing ongoing hypersensitivity and feels pain when dressing herself and showering. The pt was reported to have tolerated the procedure (little pain) and nothing unusual was noted with the system during the treatment.